Event description:
A manufacturer representative reported that the patient had their implantable neurostimulator (ins) pocket revised due to a flipped ins. Due to the flipped ins they were not able to charge the ins. The cause of the flip was not determined but no antibiotic pouch was used during initial implant. At the revision the ins was secured in an antibiotic pouch. They wanted to check the device impedances but the ins battery was discharged. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.